Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 37791, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt-he is not able to charge his ins, he gets boxes filled in but then they go away, he is not able to use the belt. Additional information was received from the patient with an implantable neurostimulator (ins) for the treatment of other chronic/intract pain (trunk/limbs). The patient restated that the coupling drops from full to nothing without them moving. They mentioned the healthcare professional (hcp) implanted the ins in a ¿weird place¿ below the waistline so charging had been difficult for them since implant. A replacement antenna was sent to address the poor coupling. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the circumstances that led to the ins being in a ¿weird place¿ and the poor coupling were that the implanting doctor said it was better for him. The patient stated no steps were taken to resolve the issues. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.